Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined, the account communicated that they resolved with a stent placement in the outflow graft. The submitted log files contained overlapping data from (B)(6) 2021 at 0:24:08 to (B)(6) 2021 at 11:44:03. Throughout the captured data, there were numerous transient low flow events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 20 low flow hazards. The pump operated above the low speed limit of 8600 rpm for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. Heartmate ii lvas IFU, rev. H, is currently available. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section states, ¿verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight¿ under ¿attaching the sealed outflow graft¿. This section warns that ¿failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding¿. The heartmate ii lvas IFU contains a section on ¿pump performance monitoring¿ under section 6, ¿patient care and management¿, which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1, ¿introduction¿ under ¿explanation of parameters¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7, ¿alarms and troubleshooting¿ provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. The current heartmate ii lvas patient handbook, rev. G, also contains a section on ¿alarms and troubleshooting¿ which information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 09nov2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had not noted any additional low flow alarms since the stent was placed. The patient had been seen in the clinic for a follow-up visit and was doing well. The plan of action was to continue follow-up clinic visits with lab work.

Manufacturer narrative:
Patient history of stent placement covered under manufacturer report number 2916596-2020-01744.

Event description:
It was reported that the patient was seen in clinic with multiple low flow alarms. Technical services (ts) reviewed the log file and observed low flow events on (B)(6) 2021 and (B)(6) 2021-(B)(6) 2021. The low flow events appeared to be a patient related issue and not a vad related issue. Ts also noted that there was a 1000rpm difference between the set speed and the low speed limit. For heartmate ii patients, this difference is usually between 400-600rpm. Additional information communicated on 04feb2021 reported that the patient had an outflow graft stent placed in march. The patient went to the operating room (or) on (B)(6) 2021 for stent placement in their outflow graft. Recently, the patient's controller had been alerting for low flows so she was admitted on (B)(6) 2021. Technical services (ts) reviewed the log file and observed intermittent low flow events throughout the file. The flow dropped below the 2.5lpm threshold. On (B)(6) 2021 there was a speed adjustment from 9600rpms to 9400rpms. After the adjustment, the were no additional low flow events within the log file.